Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had to change the battery to get the screen to respond. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no activity related to the complaint observed in the pump history. The original complaint could not be duplicated or confirmed.